Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Litigation record received. Litigation alleges that the patient was diagnosed with dense fibrous tissue and focal synovium with foci of degeneration, hemorrhage, mild chronic lymphohistiocytic inflammation, hemosiderosis, metallosis, rare foreign body giant cells, and abundant fibrin of the right hip bone and tissue. Doi: (B)(6) 2018, dor: not reported, right hip. (B)(4).

Event description:
On (B)(6) 2018, the patient an irrigation and excisional debridement right hip, to address infected right total hip arthroplasty. The procedure included removal implant deep cables right femur, repair extended trochanteric osteotomy. The operative notes stated there was staining and metallosis, there was significant necrotic layers, osteolysis, femoral bone infection. The preoperative diagnosis included pain, chronic dislocation. Competitor cement was used during this procedure. (There is discrepancy between the date of this procedure, it is either (B)(6) 2018, (B)(6) 2018) cultures were obtained from the fluid. On (B)(6) 2019, the patient had a right hip irrigation and debridement to address non-healing wound right hip, right hip arthroplasty polymicrobial infection. There was dehiscence of the fascia. Doi: (B)(6) 2018. Dor: (B)(6) 2018 . (Right hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  3500a h10 cross reference for ip-01030100: this device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.